Manufacturer narrative:
Additional narrative: philips has investigated this complaint. During this investigation, philips has got confirmation that the problem with the wireless foot switch was discovered outside clinical use. A philips service engineer inspected the system onsite and replaced the wireless footswitch. Philips has confirmed that the reported problem is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that wireless footswitch is not working and the wifi indicator was red. The procedure was completed with a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.